Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2019. As reported the patient is making a claim for an adverse patient outcome against ventralex. It is alleged that patient underwent revision surgery on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2019. As reported the patient is making a claim for an adverse patient outcome against ventralex. It is alleged that patient underwent revision surgery on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with umbilical hernia and epigastric hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿the umbilical hernia and epigastric hernia were connected to one fascial defect and a ventralex mesh was placed and secured using sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with umbilical granuloma and adhesion thereby underwent open repair. Per op notes, ¿the patient was noted to have significant adhesion to the midline and periumbilical area. The mesh appeared to be intact. A chronic umbilical granuloma tissue was removed.¿ (B)(6) 2020 ¿ patient was diagnosed with chronic draining wound, recurrent ventral hernia, infected mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿patient was noted to have purulent drainage emanating from the inferior midline abdominal wound. A fascial defect was encountered consistent with recurrent hernia and scar tissue. The mesh appeared to be infected was removed. Hernia defect was repaired using sutures.¿